Manufacturer narrative:
H10: establishment name: (B)(6). The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source fan was making a loud noise and sounded like it was going to go out. The issue occurred in the middle of a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation. New information added to the following fields: d8, d9, h3, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined, as the event was not reproduced during the device evaluation. Olympus will continue to monitor field performance for this device.